Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the 511sd tracor from the tkd11 kit has a torn gaskets. There was no consequence to the patinet .